Event description:
It was reported that the patient presented for generator change out. During the procedure the atrial lead was noted to be fractured under x- ray. The lead was capped and replaced. No tests were performed to check the lead measurements. The patient was stable and did not experience any symptoms.